Event description:
It was reported that (1) pro46 was used during an laparoscopic cholecystectomy procedure. Surgeon was performing a lap chole and was using the pro46 endo bag. The gall bladder was in the bag and they were getting ready to remove it when a piece of the metallic "arms" were observed in the pt. The surgeon has used the product before and was quite sure it was used correctly (plunger in plunger back). The broken part was removed without incident. The surgeon was concerned because had the surgeon not observed the metal, it would have been left in the pt. The surgeon reported that the gallbladder was already in bag, so case was completed in standard fashion. There was extended or time by 5 minutes.